Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "abnormal fluid collection". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, g1, h3, h6. Device evaluation: visual analysis of the returned device identified: one extended opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the side posterior assessed as unidentified (tear) opening.

Event description:
Patient reported left side rupture. Healthcare professional reported "abnormal fluid collection". The device has been explanted.

Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.